Event description:
While using the endo stitch suturing device, it misfired. The surgidac needle in the endo stitch did not align properly during the transfer of the needle through the tissue and endo stitch. The surgeon cut the surgidac needle from the suture. After several attempts to retrieve the needle, the needle was grasped with forceps and removed, but when the forceps were inspected, the needle was not seen. Again, abdominal cavity inspected laparoscopically by the doctor. The drapes where checked; the floor was combed with a magnet. Unable to locate the needle. An x-ray was done and reported no foreign body. Administrative nurse manager (anm) was notified.